Manufacturer narrative:
(B) (4).

Event description:
The patient underwent a lead revision because she had "lost contact with some of the wires". The stimulation had worked well since revision. Further info is being requested from the hcp.